Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("chronic pelvic inflammatory disease"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and device dislocation ("migration of the essure device") in a 39-year-old female patient (gravida 4, para 3) who had essure (batch no. 721040) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included parity 3. Previously administered products included for an unreported indication: depo provera from 1999 to 2005. Concurrent conditions included migraine and genital bleeding. In 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced device expulsion ("expulsion of essure device"). On (B)(6) 2013, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic bilateral tubal fulguration..), surgery (laparoscopic bilateral tubal fulguration.) And surgery (on (B)(6) 2011, she underwent a pelvic surgery to try and alleviate the symptoms.). At the time of the report, the pelvic inflammatory disease, ectopic pregnancy with contraceptive device, device dislocation and device expulsion outcome was unknown. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered device dislocation, device expulsion and ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: per mr: on (B)(6) 2011, preoperative diagnosis: one of the essure devices were expelled from the uterus. There was no evidence of essure perforation. Also, there was not any way to tell which tube still had an essure insert within it. The decision was therefore made to fulgurate both tubes, which physician did. Kjeppingers through the 5 mm pori and fulgurated both tuoos distally. Physician fulguraled an approximately 3 cm segment of tube. The patient was given a shot and then a series of blood tests to confirm the pregnancy was ended. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2013: positive. ¿concerning the injuries reported in this case, the following one were described in patients medical record: pelvic inflammatory disease and (confirming device expulsion)." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("chronic pelvic inflammatory disease"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and device dislocation ("migration of the essure device") in a 39-year-old female patient (gravida 4, para 3) who had essure (batch no. 721040) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included parity 3. Previously administered products included for an unreported indication: depo provera from 1999 to 2005. Concurrent conditions included migraine and genital bleeding. In 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient had essure inserted. In december 2010, the patient experienced device expulsion ("expulsion of essure device"). On (B)(6) 2013, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic bilateral tubal fulguration.) And surgery (on (B)(6) 2011, she underwent a pelvic surgery to try and alleviate the symptoms.). At the time of the report, the pelvic inflammatory disease, ectopic pregnancy with contraceptive device, device dislocation and device expulsion outcome was unknown. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered device dislocation, device expulsion and ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: per mr: on 11-jan-2011, preoperative diagnosis: one of the essure devices were expelled from the uterus. There was no evidence of essure perforation. Also, there was not any way to tell which tube still had an essure insert within it. The decision was therefore made to fulgurate both tubes, which physician did. Kjeppingers through the 5 mm pori and fulgurated both tuoos distally. Physician fulguraled an approximately 3 cm segment of tube. The patient was given a shot and then a series of blood tests to confirm the pregnancy was ended. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on 30-may-2013: positive. ¿concerning the injuries reported in this case, the following one were described in patients medical record: pelvic inflammatory disease and (confirming device expulsion)." Most recent follow-up information incorporated above includes: on 27-mar-2018: per mr: event: chronic pelvic inflammatory disease was added. Per pfs: event: expulsion of essure device and she did not undergo essure confirmation test. The case is medically confirmed. Reporter information was added. This case concerns 39 year old patient. Patient demographic was added. Historical medication/condition and concurrent condition was added. Lab data was added. Essure indication was amended. Essure insertion date was updated. Essure lot number was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and device dislocation ("migration of the essure device") in a female patient who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). Last menstrual period was not provided. The patient was treated with a pelvic surgery to try and alleviate the symptoms on (B)(6) 2011. At the time of the report, the ectopic pregnancy with contraceptive device and device dislocation outcome was unknown. The reporter considered device dislocation and ectopic pregnancy with contraceptive device to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.